Event description:
Cut 4th finger rt hand on safety lancet that did not fully retract after it was used on a pt. Needed to depress x2. Safety lancet did not retract. Phone call to monoject to report on 11/2/01.